Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient stated ¿the stimulator has not worked for a while and hasn¿t been controlling his pain.¿ the rep then attempted to connect their programmer to the patient's ins. After several attempts to connect to the patient' s ins, the rep's programmer was unable to connect. The patient denied any factors leading up to the stimulator not working. The rep said they were unable to troubleshoot because they were unable to connect the programmer to the ins and the hcp was notified. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.